Manufacturer narrative:
Investigation ¿ evaluation: the ncircle tipless stone extractor was not returned for evaluation and no photographs were provided. Without the complaint device, a physical investigation was not able to be completed. A document based investigation was performed. A review of documentation, instructions for use, and specifications was conducted. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history could not be completed as there was no lot number provided. A review of complaint history for the device lot also could not be performed without the device lot information. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the provided information and the investigation evaluation, the root cause of this event is undeterminable. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported via the area representative that the ncircle tipless stone extractor baskets are so thin that they are bending and breaking at the scope. No further patient/event information has been provided. No information has been provided regarding patient impact. Additional patient and event details have been requested but not received at the time of this report filing.